Event description:
It was reported that during testing there was no alarm at cassette removal. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported problem of "no alarm at cassette removal" was not duplicated during the investigation. Found fluid ingression downstream sensor. Recommended downstream sensor to be replaced. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.